Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer reported that the screen was hard to read. Customer reported missing battery cap. No harm requiring medical interventions was reported. The insulin pump will not be returned for analysis.